Manufacturer narrative:
(B)(6). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers gd889493 and gd889485 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the peritonitis was use error poor aseptic technique. The label review found the labeling adequate for the use error in this complaint.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(4) of a patient who did not clean the exchange area before starting pd and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient did not clean the exchange area before starting pd. On an unreported date in (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for that event. Treatment was not reported. On an unreported date in (B)(6) 2011, the patient had recovered from the peritonitis and the outcome for not cleaning the exchange area was not reported. On (B)(6) 2011, the patient was discharged. Dianeal therapy was ongoing. An opinion of causality was not provided.